Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and the display lens was scratched. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a black box review show power on reset event on (B)(6) 2013. The time and date was accurately set at start of investigation. Investigators performed a pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. The battery cap was not returned with the pump. Visual inspection of battery compartment revealed, compartment crack from threads to case seal. Power loss was not duplicated with test battery cap. The display lens was scratched and the ok and contrast buttons were worn. Initial reporter: (B)(6).